Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 26 mm transcatheter valve was successful deployed in a 25 mm surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported a patient initially implanted with a 25mm mitral valve for 5 years 4 months, had a valve in valve procedure completed due to stenosis. A 26mm transcatheter valve was implanted in the patient with excellent results. There were no complications. Post operative tee showed excellent placement with trivial paravalvular leak. The patient was discharged on pod #4 in stable condition.